Event description:
It was reported that during a remote follow up, the device was found to be in backup vvi (bvvi) mode resulting in inappropriate high voltage therapy. Abbott technical support was contacted and the cause of the bvvi mode was found to be due to event queue overflow related reset. The device was successfully reprogrammed to resolve the event. The patient was in stable condition.